Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while trying to remove the drill bit from driver shaft the drill bit broke off inside driver shaft. The driver shaft is now useless as a new drill bit cannot be inserted. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). This is a duplicate report of 1818910-2019-112489. 1818910-2019-112626 is being retracted as it is a report duplication. 1818910-2019-112489 will be kept for investigation.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.